Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A technician reported case of bilateral focusing issues at near vision, observed at three months post lasik treatment. Reported indicated patient has some complaints secondary to hyperopia post operative, and placed on short dose steroid to attempt to reverse hyperopic shift. Patient noted problems at near with focusing, distance was better. Additional information has been requested. There are two related reports for this patient. This report addresses the right eye, and another manufacturer report will be filed for the fellow eye.